Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the cartridge became disconnected from the infusion set tubing. The customer noted that this was not caused by a damaged tubing or luer lock or tubing. The customer's blood glucose level was 300 mg/dl. The customer indicated they would reconnect & refill their tubing, then deliver a correction bolus.